Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012 the patient contacted animas alleging the past two to three days his blood glucose (bg) has been lower than normal, around 70mg/dl. The patient stated that his last settings adjustment was six weeks ago by his healthcare provider. The patient stated that on (B)(6) 2012 his bg was 72mg/dl with dizziness and he "felt low". Customer technical support reviewed the pump with the patient and found several small prime volumes associated with cartridge changes, indicating a possible load step malfunction. The patient confirmed that he does not manually prime the tubing and waits till he sees drops coming from the tubing. This complaint is being reported because the patient allegedly experienced hypoglycemia potentially related to a load step malfunction.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint. Prime history verifies reported prime volumes. There are no "pump not primed" warnings or "cartridge detected" warnings observed in the black box. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. No burr was observed on the piston rod.